Event description:
The lay user/patient contacted animas on (B)(6) 2012 and reported a low blood glucose (bg) excursion. The patient reported that on (B)(6) 2012 while waiting to go through security at the airport she passed out as a result of a low bg. The patient claimed she awoke to emt's giving her a glucagon injection. It is not known if the patient's blood glucose was tested prior to being treated by emt's. The patient confirmed she recovered from the low bg. At the time of the call, animas customer support was unable to review the subject pump settings and history to confirm if the pump was delivering correctly. The patient informed customer support that the low blood glucose was most likely due to not checking her bg closely or having any extra carbs to take while waiting to go through security. This complaint is being reported because, the patient was treated for severe hypoglycemia while on insulin pump therapy. Since the subject meter could not be reviewed at the time of the call, it is not known if the animas device may have caused and/or contributed to the event.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012. Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed delivery rates. The pump was exercised for 29 hours with no delivery issues. Unrelated to the complaint, "pump not primed" warnings were observed in the black box history; force readings do not reach zero. Rewind, load cartridge, and prime steps were performed successfully. A force sensor calibration test confirmed the sensor is detecting correct force at 5 lbs. Low battery warnings were verified in the pump history. The black box shows the battery voltage following battery changes is low. Pump electrical current draws were tested and were within specifications. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There was no defect found on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.